Manufacturer narrative:
On 2/11/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Additional information received on (B)(6) 2019 indicated patient status has improved. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate.a device history record review is in progress. Once completed, a supplemental report will be submitted.concomitant medical products:saline mentor smooth round moderate profile 375cc, catalog number 3501660, lot number 233222. Manufacturer¿s reference number:(B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with a saline mentor smooth round moderate profile 375cc breast implant and experienced deflation on the right side. As a result, the patient will undergo removal on (B)(6) 2019.

Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the device returned without fluid. Yellow material was observed within the device. No foreign material was observed on the shell surface. Mentor product analysis lab discovered a rent measuring approximately 0.1 cm within a crease on the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the yellow material found on the device. A manufacturing record evaluation (mre) of lot number 233222 was reviewed and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on 5/1/2019 indicated the patient underwent removal and replacement with mentor memorygel breast implants 425cc, catalog number 3504251bc, lot number 7653363, serial number (B)(4) (l) and (B)(4) (r). Manufacturer¿s reference number: (B)(4).